Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review. The submitted log files were on a newly programmed system controller. No information was provided on the reason that the patient was placed on a new system controller.

Manufacturer narrative:
Section d1: corrected, section d4: corrected, section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the heartmate 3 system controller was not returned for analysis. Review of the submitted log files from the new system controller captured the system operating as expected. Multiple attempts for additional information, including product status, were sent to the customer; however, no further information has been provided at this time. The serial number of the exchanged controller was not provided. The heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.